Event description:
Caller states the patient tested 2.2 inr on the coaguchek xs system while a comparison lab returned as 4.0 inr. No adverse event reported. Based on low monitor readings obtained on the coaguchek xs system earlier that day, patient received dose of lovenox; which was later discontinued based on lab result. Requested return of suspect system and replacement was sent.